Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure (batch no. 915890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding))."), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, dysmenorrhoea, female sexual dysfunction, migraine, allergy to metals and dyspareunia had not resolved and the menorrhagia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia and migraine to be related to essure. The reporter commented: discrepancy noted regarding date of insertion - (B)(6) 2014. Lot number: 915890 manufacturing date: 2011-10, expiration date: 2014-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure (batch no. 915890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding))."), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, dysmenorrhoea, female sexual dysfunction, migraine, allergy to metals and dyspareunia had not resolved and the menorrhagia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia and migraine to be related to essure. The reporter commented: discrepancy noted regarding date of insertion - (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: pfs and mr received: case become serious incident, essure removal done. Lot number, events: abdominal pain lower, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), migraines / headaches, nickel allergy, dyspareunia (painful sexual intercourse) were added. Reporters added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.